Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 314, 291, 354 and 368 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/31/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 314 mg/dl. Date: (B)(6). Time: 12:49 pm fasting before breakfast. Result 2: 291 mg/dl. Date: (B)(6). Time: 12:40 pm fasting before breakfast. Result 3: 354 mg/dl. Date: (B)(6). Time: 10:33 am fasting. Result 4: 368 mg/dl. Date: (B)(6). Time: 10:32 am fasting. Result 5: 266 mg/dl. Date: (B)(6). Time: 5:56 pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on(B)(6)2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.